Event description:
The customer reported that the screws fell out of her pump in style power adapter, and that it came apart, indicating a breach, which is a safety issue.

Manufacturer narrative:
A replacement power adapter was sent to the customer. As of the date of this report the original power adapter has not been received. Should the original power adapter be received resulting in new changed, or corrected information, a follow up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).